Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular (rv) lead was over-sensing noise. Episodes of high ventricular rate were noted. No intervention has been performed. There were no patient consequences.

Event description:
New information noted that the chronic right ventricle lead was revised and connected to the new biventricular pulse generator on (B)(6) 2023. There were no patient consequences. The patient was discharged on the same day.

Event description:
New information noted that the right ventricle (rv) lead noise over-sensing is reoccurring. The rv lead noise presented in high ventricular rate (hvr) episodes. No intervention has been performed. The patient was in stable condition.